Event description:
The patient services representative (psr) assisting a (B)(6) female patient called in to zoll lifecor customer support to report that one of the patient's batteries was not holding a charge. It was also reported that the other battery does not appear to be fully seated while in the charger. Support issued the patient two replacement battery packs.

Manufacturer narrative:
Device manufacture date: battery (B)(4), battery (B)(4): 10/2008. Device eval summary: device evaluations of batteries (B)(4) and (B)(4) have been completed. The reported problem (battery won't hold charge) has been confirmed. As received, battery (B)(4) was found to have a defective cell within the pack. The root cause of the defective cell cannot be positively identified. Battery (B)(4) was found to have a bent pin in the connector. Pin 4 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective batteries. The patient received two replacement battery packs.